Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient exchanged their system controller at home due to alarms. Log files were sent for review. The event log contained various alarms associated with a driveline disconnect event on 07jun2026 at 4:56pm. Prior to the disconnect the log indicated the patient experienced a low voltage advisory event at 4:09pm while utilizing battery power. This event was followed by a no external power event at 4:10pm. All alarms resolved once the patient was able to fully connect to the mpu at 4:11pm. The driveline appeared to have been disconnected a short time later at 4:56pm. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.